Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('located at the proximal aspect of the tube is a fragment of gray metal coil'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: adenomyosis, nabothian cyst and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy with attached bilateral fallopian tubes, essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and perineal pain outcome was unknown. The reporter considered device breakage, pelvic pain and perineal pain to be related to essure. The reporter commented: essure insertion date as per mr is (B)(6) 2013. (As per mr, discrepancy noted). 4 coils protruding into uterine cavity on right side, 3 coils protruding into uterine cavity on left side. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin: on (B)(6) 2013, negative. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-apr-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('located at the proximal aspect of the tube is a fragment of gray metal coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, nabothian cyst and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy with attached bilateral fallopian tubes, essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and perineal pain outcome was unknown. The reporter considered device breakage, pelvic pain and perineal pain to be related to essure. The reporter commented: essure insertion date as per mr is (B)(6) 2013.(as per mr, discrepancy noted) 4 coils protruding into uterine cavity on right side, 3 coils protruding into uterine cavity on left side. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received: " previously reported event medical device removal replaced with located at the proximal aspect of the tube is a fragment of grey metal coil added." Reporter, medical history and rcc added.events pelvic pain and perineal pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.